Event description:
The customer stated that she tested her blood glucose and rec'd a reading of 105 mg/dl using her contour meter, but she was symptomatic for hypoglycemia. She was sweating and her tongue and fingers were numb. The customer was taken to the hosp, where her blood glucose was tested at 16 mg/dl. She was treated with i.v. Glucose. The customer's meter and test strips are to be returned for eval. Replacement products were sent to the customer.